Event description:
Line placed - (B)(6) 2015, allegedly found to have leak along tract and was replaced on (B)(6) 2015.

Manufacturer narrative:
A lot history review (lhr) of reza0914 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer, at this time, for evaluation.